Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-aug-2018 with the following findings: a review of the black box showed a call service 061 motor alarm. The alarm was duplicated during the rewind, load, and prime steps. The pump cover was removed and moisture corrosion was found on the motor flex and printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.